Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement was reported.